Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Investigation summary: bd japan received a sample and attached four (4) photos for investigation. The photos were reviewed and the indicated failure mode for damaged packaging was observed. The unopened package had a visible cut. Additionally, ten (10) retention samples from bd inventory, were evaluated by visual examination and the issue of damaged package was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damaged package. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd a-line¿, an unspecified number of device packages were torn, compromising device sterility. No adverse impact was reported regarding the patient or user.